Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was found that the image acquisition system (ias) was unable to complete boot and there were errors indicating unable to load xray control firmware. System errors in logs indicate issue relating to control firmware problem. Proceeded to reinstall system software which stopped at network boot of ias. Reinstalling system software did not resolve the issue, so the computer and system control board were replaced. Part replacement resolved the issue. The software investigation concluded that this was not a software issue. Based on the investigation of system logs, and the on-site investigation, this was determined to be a hardware induced event. The parts have been received for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) was not booting up. The system was rebooted and the issue was resolved. Preliminary evaluation of system logs showed incorrect bios settings and that the system was not communicating with the system board. This occurred apart from any patient involvement. No additional information was provided.

Manufacturer narrative:
Correction: device serial number inadvertently left off. Serial number now provided. Medtronic investigation of suspect returned computer finds that: the computer failed virus scan. Virus scan was run several times, each terminating with the program returning virus scan failed, or an nss.exe application error indicating "the required data was not placed into memory because of an I/o error status of "0xc000026e." Ias computer was not installed in test imaging system due to virus scan failure, therefore unable to attempt to reproduce the reported problem. Medtronic investigation of suspect returned system control board was unable to confirm the reported problem. Installed system control board in imaging test system and the system readied as expected. All peripherals, communication and both 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel.